Event description:
It was reported that after a da vinci-assisted gynecology surgical procedure when putting the instruments up, the surgical technician noticed that the fenestrated bipolar forceps had two pins sticking out near the port where the instrument gets flushed. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint of "two pins sticking out near the port where the instrument gets flushed". For clarification, the instrument was found to have the bipolar insert dislodged. The instrument was found to have damage of the conductor wires insulation.